Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered and were properly recorded in the bolus history screen. No bolus anomaly or history anomaly noted. The low reservoir alarm and empty reservoir alarm functions properly with audio tones. During the basic occlusion test, the insulin pump alarmed no delivery and had audio tones. No audio/beep anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, error test and tone check on self test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked reservoir tube and a missing end cap sticker.

Event description:
Customer's mother stated that the insulin pump is not working. The customer's blood glucose reading was 500 mg/dl. Customer unable to control his blood glucose levels. Customer treated with manual injections. Customer stated that the insulin pump did not alarm that the reservoir was empty. Customer experiencing mucle soreness, short of breath, shakiness, nausea, chest and shoulder pain. Caller will take customer to hospital, customer maybe diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.